Manufacturer narrative:
It was reported that the ventilator failed a test during pre-use check. The evaluation of the provided logs shows at the reported event a pressure transducer failure during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the nozzle units. After the replacement, the device passed all performed tests and was cleared for clinical use. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed a test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).